Manufacturer narrative:
Device was serviced at the customer site by a field service engineer. During servicing, the water connector was confirmed to be loose. The connector was tightened. The device subsequently passed all applicable testing.

Event description:
It was reported that during set up, the water inlet connection was noted to be loose.